Event description:
The 5/32" drill with jacobs chuck was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a metal ring missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for missing ring was confirmed by the qa technician. The device was missing the colored ring. The device was scrapped by the manufacturer.

Event description:
The 5/32" drill with jacobs chuck was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a metal ring missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.